Event description:
It was reported that during a cryo ablation procedure, following cryo ablation of the right superior pulmonary vein (rspv), changes were noted in the central venous pressure as well as blood pressure. Pericardial effusion was present, which progressed to cardiac tamponade. Pericardiocentesis was performed and the patient was transported to the operating room for surgical repair. The effusion appeared to be in the left atrial appendage and a clip was placed to stop the bleeding. The cryo case was aborted while the patient was under general anesthesia and the patient status is unknown at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: device and data files were returned and analyzed. The data files showed that inflations could not be sustained at many injections. This is clinical issue (pericardial effusion and tamponade) encountered during the procedure. Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for nineteen injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. A dissection and pressure testing did not show any leaks or traces of liquid/blood inside the catheter. In conclusion, the reported issue was not confirmed through testing and data analysis. A clinical issue (pericardial effusion and tamponade) was encountered during the procedure. The catheter passed the returned product inspection as per specification.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient recovered with no impairment and was discharged three days later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.